Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for critical pump error. The customer¿s blood glucose was 136 mg/dl. Customer reports they received a critical pump error image on the pump screen. Customer reported that after got up and was not doing a bolus or anything and it started alarming critical pump error. Advise the pump will need to be replaced. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation. Open book was generated due to sequential sw error caused by the twi hw failure. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.